Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified mobile app issue occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed as a signal loss over an hour. The probable cause was determined to be app crashed. The reported event of a unspecified mobile app issue is reportable based on the finding of a signal loss over an hour. No injury or medical intervention was reported.